Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection and found insertion needle bent inside sensor base. We were unable to confirm customer received sensor in that condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 143 mg/dl and sensor glucose was 64 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that the sensor had reading that was 60 to 70 points off. The customer blood glucose was 152 mg/dl at the end of call. The sensor will be returned for analysis.